Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Due to safety mode operation. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date. This has been escalated and the CAPA root cause analysis is ongoing.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Due to safety mode operation. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery, resulting in resets and reversion to safety mode. However, a definitive cause of this high impedance behavior has not been determined to date. This has been escalated and the CAPA root cause analysis is ongoing.